Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging line through display. The reporter alleged "there is a line on her sons meter that is green, black and black from top to bottom". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.